Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was not able to be properly loaded" was confirmed. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal was not able to be properly loaded by a new staff member. A replacement unit was used to complete the procedure. There were no patient effects. The lot number is unknown. The product is returning.